Manufacturer narrative:
(B)(4). Evaluation summary: the fox sv was returned and the reported mix-up was confirmed. It was also determined that the two lots in question were manufactured seven months apart. Therefore, it appears likely that the mix-up occurred at the distributer or at the hospital. It is possible that the product was inadvertently opened at the hospital and placed back into inventory in the wrong chipboard box. A review of the lot history record for both lots revealed no non-conformances or exceptions. A query of the electronic complaint handling database revealed no other similar incidents reported from both lots. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was treating a lesion in the femoral artery. The 6.0x40mm fox sv percutaneous transluminal angioplasty catheter was requested and used; however, while deflating, it was realized that the balloon was a 2.5x40mm (135) size. Another balloon catheter was used to continue the procedure. It was noted that the chipboard box of the reported device was sealed prior to opening and was labeled as a 6.0x40 (135); however, the inner sterile pouch was labeled a 2.5x40 (135). There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.